Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software and configuration files. The system operates as intended.

Event description:
The customer reported that the system displayed a file system corrupted error message and would not complete boot up. There is no report of pt injury or death.